Event description:
The customer reported having difficulty loading the +2.0 diopter aq5010v silicone three piece lens and consequently, the lens got stuck in the cartridge as the surgeon attempted to insert it. There was eye contact but the lens was not implanted. The reporter stated the event was the result of a loading error and requested additional training or injection system options. Staars sales representative was notified.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).(B)(4). Evaluation results - visual inspection of the returned lens showed the lens was stuck in the cartridge and there was a clear surgical residue on the device. There was no visible damage to the cartridge. (B)(4)